Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 370 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The device was received fully deployed. Inspection of the device found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. Inspection of the pod found indents on the device top housing and a crack on the bottom housing. A score mark was observed below the piezo. Damage was observed on the reservoir cap, o-ring, and mechanism rails. Fluid was observed above the o-ring. The voltage on all the 3 batteries measured lower than expected. Cracks were seen on the pcb. The indents seen on top housing, crack on the bottom housing and the score mark below the piezo lined up with the damage observed on the internal components indicating post use damage. The device data could not be downloaded due to the damaged pcb.